Event description:
During a follow-up, increased pacing impedance and increased sensing were observed on the right atrial (ra) lead. It was suspected that the cause of the event was due to the changes in the patient's heart tissue. No intervention has been completed. The patient is stable.